Event description:
On 11/16/1998 the account reported a nonreactive result for a serum pt sample tested with suds hiv-1 assary. The physician questioned the results and the sample was retested across two different suds hiv-1 kit lots, giving nonreactive results. A whole blood sample was sent to an outside lab for a western blot, and a positive result was obtained.